Event description:
The iskd lengthener was implanted for distraction of the femur. It was reported that the doctor could not get the lengthener to distract immediately after the surgery and the lengthener was making a clicking noise. The next day, the doctor brought the patient back for manual manipulation of the limb in attempt to gain more distraction, however, no distraction could be achieved and the clicking noise continued. Approximately one week later, the doctor attempted to manually manipulate the patient's limb again, but could not obtain any length. The doctor plans to remove the lengthener and implant a new one.